Manufacturer narrative:
Without a device serial number, the manufacturing date cannot be determined.

Event description:
It was reported that the programmer analyzer measurement differed from the device measurement by more than twenty percent. This issue has been observed with multiple analyzers at the facility. The status of the analyzer is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.